Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2008 and mesh and ams sparc sling system were implanted. The patient experienced pain, erosion of internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2008 in order to treat grade 3-4 anterior vaginal defect, grade 1-2 apical vaginal defect, and genuine stress incontinence. No additional information was provided.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation, vaginal sling, in order to treat stress urinary incontinence, pelvic organ prolapse, and urethral mobility. It was reported that the patient had the concurrent procedures of an abdominal sacrocolpopexy, enterocele repair, and cystoscopy performed during mesh implantation. No additional information was provided.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient underwent bladder lift/ repair on 2010.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Additional narrative: it was reported that following insertion the patient experienced urinary frequency, dysuria, incontinence, pelvic pressure and overactive bladder.